Manufacturer narrative:
The daughter of the end user reported to the dme company that she leaned on the side rail of the bed and it gave way, causing her to fall and fracture a vertebrae in her back. She was told the side rail is not meant to be leaned on and then described another sequence of events. She stated that she was reaching over the bed to straighten the covers and the side rail on the opposite side came down, caught her hand and pulled her onto her mother. She stated she suffered a compression fracture of l5. An outpatient surgical procedure was performed on (B)(6) 2013 and she was sent home on pain medication. No sample was returned for evaluation and no lot number was provided. We have not had a similar incident reported to us. We have no medical documentation. We have not confirmed the side rail caused or contributed to the reported incident. A root cause has not been determined. However, due to the reported injury, and in an abundance of caution, this medwatch is being filed.

Event description:
Daughter states she was injured when the side rail of the bed came down and caused her to fall. She suffered a vertebral fracture.